Manufacturer narrative:
Further investigation on the orbital atherectomy device identified a driveshaft fracture at the lap weld. The fracture occurred at a location that does not enter the patient. No missing fragments were observed. Scanning electron microscopy analysis of the fractured filar faces found evidence of fatigue striations which indicated the fracture occurred while spinning in an elevated stress environment. Diagnostic analysis revealed bog events, however, the root cause of the fracture could not be determined. Csi ID: (B)(4).

Manufacturer narrative:
The oad was returned to csi with the guidewire engaged. Analysis revealed biological material on the driveshaft crown section. The material created resistance when removing the engaged guidewire. No damage was observed that would have contributed to the accumulation. The morphology and root cause of the accumulation was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Health effect - clinical code: suggested code is abrupt closure. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) performed several treatments in the left anterior descending artery (lad). The oad became stuck on the viperwire advance guide wire. The oad and guide wire were removed which resulted in a loss of wire placement. Following oad removal, an abrupt closure of the vessel and dissection were noted. Wire access was re-gained and additional treatments were performed with the replacement oad. Balloon angioplasty and stent placement were performed to resolve the dissection. The patient was stable. Related uf/importer report number: (B)(4).